Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced power cable disconnect alarms while at home. The system controller was exchanged without incident.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported power cable disconnect alarms were confirmed during analysis. During eval of the system controller, the black power lead was found to have a compromised brown conductor (battery gauge line) at the connector end. The damage to the conductor did not affect the function of the pump during analysis, however; movement of the power lead at the connector end resulted in a power cable disconnect alarm. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.